Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system onsite and confirmed that the system windows failed to start after completing 2 procedures. Rse confirmed that the software needs to be upgraded. Rse advised customer to check correct configuration. After software update, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the error message of ¿windows failed to start: a recent hardware or software change might be the cause" was displayed. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.